Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. A more detailed analysis will be provided after the device will have been returned to biotronik. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This patient expired the same day as implant. The physician does not think cod is device related but could not rule that out without an autopsy. The family declined an autopsy. Should additional information be received, this file will be updated.